Manufacturer narrative:
A qualified field service engineer assessed the reported behavior on-site and collected all available diagnostic and error logs for analysis. The engineering team performed a comprehensive review of the captured data, including log correlation, and attempts to reproduce the reported issue. The issue could not be reproduced, and no cause was able to be identified. At this time, no further similar issues have been reported for this device.

Event description:
It was reported the affiniti cvx ultrasound system was not available during a critical procedure. During a heart surgery, the system froze. The ultrasound system was exchanged to complete the procedure. There was no reported patient nor user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.